Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted 1 week ago with slightly elevated ldh (2000), slightly elevated liver enzymes, with signs of right heart failure (rhf), and increased creatinine at 1.8. The pt's ldh had continued to trend down since being admitted and currently stabilized with ldh being 1400. Liver enzymes and creatinine had improved slightly. There were no visual signs of hematuria or pump power fluctuations noted. On january 31, 2012, the pt returned to the operating room for bleeding which lead to rhf. The pt expired on february 1, 2012.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.